Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, a diagnostics anomaly was noted. Corrective programming changes were performed. No patient consequences were reported.